Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited faster than expected battery depletion. It was reported that this device went from a battery status of 5 years to a battery status of 3 years in just a matter of 1 year and 4 months. There were no programming changes done and the patient had been 100 percent paced since implant. Moreover, boston scientific technical services (ts) discussed possible causes for the longevity change and discussed the option of submitting a copy of device memory for analysis. Additional information obtained from the field representative indicated that the device was not checked and no interventions were done. To date, the device remains in service. No adverse patient effects reported.